Event description:
The product stops working and needs to be replaced. No patient harm. A new implant was opened to complete the procedure. Manufacturer response for lead stimulator implant, (brand not provided) (per site reporter). Rep picked up defective implant and replaced with a new one at no charge.